Event description:
It was reported that at 370,285 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam failed to fire correctly and became end-firing (forward-firing). Time expended: 43:46 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the output area appears depressed; the metal cap exhibits mild char; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).